Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis a detached needle and a needle-suture piece of product code w8662. During the visual inspection of two needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture piece was examined along of the strand and the impression of the swage area could not be observed due the ends were observed cut. Also, the other extreme of the needle-suture was examined and the swage and attachment area were noted to be as expected and a functional test was performed and the pull force were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample.

Event description:
It was reported that a pediatric patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. During the procedure, the needle was easily disconnected from the suture with no strong pressure exerted. The procedure was completed successfully with no adverse patient consequences. No additional information was provided.